Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle devices using the pre-close technique via a 12f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first suture deployed successfully; however, a suture break occurred with the second suture. The suture of a new prostyle device was successfully pre-placed. The use of a 12f sheath was continued and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.